Event description:
Hearing problems due to excruciating noise. Horrible earaches and ringing in ears. Appt at 6 pm for MRI at envision imaging - (B)(6). Filled out paperwork and taken to dressing room and removed items. Taken to MRI machine, given cheap ear plugs? Laid on board and entered machine, only to be tortured by the extremely loud noises from machine. It killed my hearing and ringing in my ear still there and painful.